Event description:
It was reported that (1) al326 was used during a lap cholecystectomy procedure. It was reported by the rep that while placing clip applier into pt, the tip of applier noted being missing. X-rays were taken, no evidence in pt. The room was searched and broken piece was not found.